Event description:
Global instruments, also working as surgi care supplies out of the same location. They have supplied us, a number of times, broken utility scissors 5.5" which we notified them immediatley upon receipt. Every time they told us this was not a big issue and it happens to my knowledge they are using inferior quality stainless steel to produce medical instruments which fails to function and often times broken scissors are found inside the shipment upon receipt. These are brand new scissors that have not been used and are found broken in boxes rec'd from them. Also we have in our possession kelly forceps 5.5" straight which we bought from them recently and found that they are very, very light in its weight. This is a strong proof they are using less stainless steel to cut cost and make huge profits. They are simply using this country to make money and send back home to a country that feeds terrorists. From there attitude and various telephonic conversations it has become crystal. Clear to us that they are only interested in selling junk quality and taking all the money back home. Please look into the matter as I dont think they are using this money in the right away. We have strong fears this co is misleading its customers and misusing this country to the utmost.